Event description:
Caller reported a tandem mobi cartridge alarm, with no adverse impact to the customer¿s blood glucose level since it did not exceed 500 mg/dl (27.7 mmol/l). The customer experienced cartridge alarms with consecutive cartridges, prompting technical support to replace the pump. Customer was advised to use multiple daily injections (mdi) as a backup therapy to ensure insulin delivery. Technical support confirmed that the customer¿s pump was under warranty and arranged for a replacement pump with updated software to be sent. Customer received instructions on storage mode, return process, and steps to follow upon receiving the new pump. Customer acknowledged understanding of all steps, and technical support sent the replacement pump without requiring a delivery signature.